Event description:
During the procedure, the distal tip of the guidewire broke off inside the patient. Ffr evaluation was performed on the patient after coronary stenting, and after entering the distal diagonal branch, the distal tip broke when trying to withdraw the device. A microcatheter and catheter extension were used to try to push the guidewire to the distal end of the diagonal branch without success. No additional intervention was performed and the distal tip of the guidewire remained in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The tip of the device was able to be retrieved.